Event description:
The customer reported to beckman coulter (bec) a leak from the blood sample valve (bsv) area on their coulter lh 750 hematology analyzer. The leaked fluid appeared to be diluent and leaked onto the counter and floor. The customer was wearing personal protective equipment (ppe) at the time of this event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection to this event. No death or injury is attributed to this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found a small pinhole in tubing labeled 207 at one of the bsv ports. The fse trimmed (clipped) the tubing and re-secured to the bsv port to resolve the leak. After servicing the instrument, the fse verified there was no further leakage. Failure mode was a pinhole in tubing labeled 207 at the bsv. (B)(4).